Event description:
It was reported that a user¿s dexcom g7 sensor stopped displaying glucose readings on the ilet following a sensor failure message, after which the user replaced the sensor and entered a new pairing code; the device subsequently required troubleshooting to reestablish communication and display data. Symptoms included hyperglycemia with a fingerstick value of 288 mg/dl, with subsequent ilet readings showing a decreasing trend. Outcomes included temporary loss of continuous glucose data display and user-led manual blood glucose entry while troubleshooting proceeded. Investigation included technical support guidance to verify alarms, confirm the new g7 pairing code, and perform a sensor communication toggle to restore pairing. Investigation of this case revealed that after reentering and confirming the pairing code, the ilet resumed receiving sensor readings and glucose values trended downward. It was concluded that the event involved a pairing or communication issue limited to the ilet¿s interface with the dexcom g7 that resolved after guided re-pairing and did not result in injury or require medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.